Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The event may be prevented by following the device instructions for use section below: olympus bf-uc190f reprocessing manual olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. In addition, the customer hygiene microbiological investigation (hmi) results has not yet been provided. Follow up has been made to obtain the information however, to date, none has been received. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The customer then left the device to the olympus france (ofr) french olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation, customers hygiene microbiological investigation (hmi) results and olympus country third party hmi results. The customer hmi results were provided. The device was tested positive for filamentous fungus (3 cfu/200 ml), sampling date of (B)(6) 2023. The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported the device channel (all channels) conforms to results of revivable micro-organisms 1 cfu/100 ml and 2 cfu/endoscope (yeast ) detected. The results obtained comply with the target level defined in the instruction dgos/pf2/dgs/vss1/2016/220 of (B)(6) 2016..the results are conform to french recommendation. The device was then returned to rrc (regional repair center) france olympus for device evaluation. Device evaluation found no damage, product was sent back to the customer without any repair. Investigation is ongoing. This report will be supplemented accordingly following investigation.